Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high definition liquid crystal display monitor, an olympus asset, with no reported complaint. During the evaluation of the device, it was observed that the monitor shut off after minutes of operation. The issue was identified by the service repair technician. There was no patient involvement.